Event description:
It was reported that a microbore catheter extension set had damaged tubing. The reporter stated that it appeared that a portion of the tubing ¿had been cut/ripped off¿ of the set, and that the set was still in its original packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.